Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On 12/09/2023, when the patient woke, she began vomiting. Her husband called the emergency medical technicians (emt) and then they did a manual bg which was 171 mg/dl while the cgm estimated glucose value (egv) was 58 mg/dl on her pump. The patient was transported to the hospital where she was treated for pneumonia, ketoacidosis and gastroparesis. There was no information shared by her husband about the treatment. The patient stayed at the hospital for 12 days which included intensive care. At an unspecified moment during the episode, the bgm reading was 524 mg/dl while the dexcom cgm was showing 43 mg/dl. There was no documentation for further medical evaluation or intervention for diabetic ketoacidosis (dka). At the time of the call, the patient was recovering. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and no damage was found however, the product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint or determine a potential root cause. A probable cause could not be determined. No additional patient or event information is available